Event description:
During a call to fresenius technical support (ts), a contact for a peritoneal dialysis (pd) patient reported that during a treatment on the liberty select cycler, the patient¿s breathing became labored. The contact called 911 and the patient was transported to the hospital. The patient presented to the emergency room (ER) with shortness of breath, anxiety, agitation, and confusion. The ER diagnosis was shortness of breath likely secondary to anxiety. The patient was admitted to the hospital with a diagnosis of shortness of breath. The patient was discharged on (B)(6) 2024. Leading up to the adverse event, there were no known issues with the patient's liberty select cycler. The hospitalization was not related to the use of any fresenius devices or products and/or the patient¿s dialysis therapy. The patient has continued to complete peritoneal dialysis on their cycler.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call to fresenius technical support (ts), a contact for a peritoneal dialysis (pd) patient reported that during a treatment on the liberty select cycler, the patient¿s breathing became labored. The contact called 911 and the patient was transported to the hospital. The patient presented to the emergency room (ER) with shortness of breath, anxiety, agitation, and confusion. The ER diagnosis was shortness of breath likely secondary to anxiety. The patient was admitted to the hospital with a diagnosis of shortness of breath. The patient was discharged on (B)(6) 2024. Leading up to the adverse event, there were no known issues with the patient's liberty select cycler. The hospitalization was not related to the use of any fresenius devices or products and/or the patient¿s dialysis therapy. The patient has continued to complete peritoneal dialysis on their cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Additionally, there is no allegation of a device malfunction or deficiency reported for the event.